Event description:
It was reported the patient lost therapeutic relief about a year ago, and was recently told by her health care provider that the patient's lead had migrated and would require reprogramming. The patient stated the hcp confirmed the lead migration by x-ray. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Implanted: 2008 (B)(6), explanted: unk, lead model 37743, lot# unk, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk, lead model 37082-40, lot# unk, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk, lead model 3487a-45, lot# v086184, serial# unk, implanted: 2008 (B)(6), explanted: unk, lead model 3487a-45, lot# v096933, serial# unk, implanted: 2008 (B)(6), explanted: unk.